Event description:
It was reported that the patient had discomfort due to the location of the ipg pocket site. The patient underwent a revision procedure wherein the pocket site was moved to a more comfortable position and the paddle lead was advanced slightly in epidural space.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(4) , batch: (B)(4) .